Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with a pocket infection. During the patient¿s hospital admission, it was reported that the right ventricular (rv) lead exhibited asystole with a pacing spike but no capture and, the patient subsequently, suffered syncope. The ipg was explanted and both right atrial (ra) lead and rv leads were capped. A temporary rv lead was implanted while the patient was treated with antibiotics. A new ipg system was implanted two weeks later. No further patient complications have been reported as a result of this event.